Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total laparoscopy hysterectomy, when suturing the vaginal cuff, the first loading unit, the needle broke into half while suturing. The second loading unit, the needle fell off of the suture. The broken needle fell into the patient's cavity and was retrieved. Used another suture to resolve the issue. There was no patient injury.